Event description:
It was reported that the asymptomatic patient presented in clinic due to an alert via merlin.net transmission. Upon review of the egm, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during oversensing. The device was reprogrammed and the patient remained asymptomatic.